Event description:
Hill-rom received a report from the account stating the nurse call would not work from patient right hand. The bed was located in room tn673 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call switch was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the nurse call switch to resolve the issue. Based on this info , no further action is required.